Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2013-00052 and MDR #1828100-2014-00182. Per MDR #1828100-2013-00052: the central control monitor (ccm) will not turn on when they turn on the power of the perfusion system before surgery. It alternates green and purple on the screen. The subsidiary site replaced the single board computer (sbc) with one used for another demo ccm. They changed back to the original sbc. The subsidiary site is returning the unit for repair.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the subsidiary service center, there was an intermittent boot-up failure on the central control monitor (ccm). There was no patient involvement.